Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 20609602.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a painful burning sensation during charging of the implantable pulse generator (ipg), as well as warmth at the pocket site only when stimulation was turned on. Additionally, the patient experienced inadequate stimulation of their pain area, undesired stimulation in the neck and ribs, and reprogramming of the lead did not resolve the issue. It was assessed that the lead had migrated. Therefore, the patient underwent a revision procedure during which the ipg was replaced and the existing lead was repositioned. There were no reported patient complications postoperatively.

Manufacturer narrative:
Device analysis that was performed on the returned ipg revealed that it was successfully charged in a four-hour cycle. The recorded temperature was within a normal range. However, a review of the charging log revealed possible misalignment of the charger with the ipg causing lower than expected charge current and possible poor ventilation causing the charging process to stop once the temperature limit was reached. These are known factors that may contribute to difficulty charging. A labeling review that was performed determined that the charger should be well ventilated and properly centered over the ipg and patients should not charge while sleeping because it may result in a burn, as documented in the instructions for use (IFU). Therefore, engineers concluded the probable cause of the event was failure to follow the IFU. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 20609602.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a painful burning sensation during charging of the implantable pulse generator (ipg), as well as warmth at the pocket site only when stimulation was turned on. Additionally, the patient experienced inadequate stimulation of their pain area, undesired stimulation in the neck and ribs, and reprogramming of the lead did not resolve the issue. It was assessed that the lead had migrated. Therefore, the patient underwent a revision procedure during which the ipg was replaced and the existing lead was repositioned. There were no reported patient complications postoperatively.